Event description:
It was reported the implant kept switching itself off since (B)(6) 2014. Prior, the patient felt they had ¿some¿ improvement in their symptoms and the implant never turned itself off. It was stated the patient had poor symptom control/no improvement in their symptoms while the device was switching itself off. The patient indicated that it had turned off three times over five days. Impedances were all within range and the patient felt stimulation all the time except when it switched itself off. The healthcare provider was reportedly considering replacing the implant as it was suspected to be ¿faulty.¿ it was stated the patient was to go back to the clinic on (B)(6) 2014 having noted the times it had been turning off. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was that the lead had shifted and was no longer in the correct position. This was confirmed via x-ray and the x-ray also revealed that the lead was no longer seated in the connector head properly. The patient was to be scheduled for a revision surgery, but the surgery date was not available. A second follow up report will be sent if additional information is received.